Event description:
This pt had severe coronary artery disease, with 95-99% blockage, as well as carotid disease. They elected to perform his carotid artery stenting first, which went very well, with no procedural complications. An 8x30 precise pro rx was implanted in the mid left internal carotid artery in 2008 with a 6mm angioguard rx providing distal protection. The next day, the pt went for CABG to treat his cad. The pt experienced complications from the CABG and never left the ICU. He expired the following month. The death was noted as unrelated to both the index procedure and cordis products. Addendum: the next day, the pt underwent planned coronary artery bypass graft surgery. The post-operative course initially went well and the pt was transferred to a cardiac step-down unit four days later. He remained on diuretic therapy due to bilateral effusions and eventually required left side thoracentesis for the removal of 700 cc of fluid. Twelve days post index procedure, the pt developed mild confusion with right lower extremity weakness. On that day a CT scan of the head revealed atrophy and chronic appearing ischemic changes in deep white matter bilaterally. A carotid ultrasound study reported the following impression: a patent left ica stent without evidence of thrombus, complex plaque in the right carotid bulb and proximal right ica but no significant stenosis identified in the ica and antegrade flow in both vertebral arteries. The discharge summary identified the neurological event as a left non-hemorrhagic cerebrovascular accident cva. Two days later, the pt seemed to be much more alert with movement of all four extremities although some right lower extremity weakness was still noted. No stroke event is currently reported by the site. The diagnostic reports, neurology consultation and stroke scale scores related to the event have been requested. Fifteen days post index procedure, the pt developed tachypnea and went into respiratory failure. He was subsequently transferred to the ICU. The pt's condition deteriorated with worsening metabolic acidosis with lactic acidosis and questioned ischemic bowel. The pt went into cardiopulmonary arrest on a currently unk date and subsequently resuscitated. The post-resuscitation neurological exam identified no cranial nerve activity or movement of extremities. The pt was placed on dnr status per the family's request. Two days later, the pt developed sudden asystole with no pulse, no blood pressure and no respirations. He was pronounced dead at 12:28. The site reported the cause of death as unk.

Manufacturer narrative:
The pt underwent the index procedure with delivery of the angioguard rx and placement of a precise stent in the left mid internal carotid artery (ica). The site reported a 20% final residual stenosis. As stated in the discharge summary, the procedure went without difficulty or neurological deficit. The post-procedure nih stroke scale score was 0 and the rankin stroke score was 0. In 2008, the pt underwent placement of a precise stent in the left mid internal carotid artery (ica) with use of an angioguard rx distal protection device with a 20% final residual stenosis. The procedure proceeded without difficulty or neurological deficit. The post-procedure nih stroke scale score was 0 and the rankin stroke scale score was 0. The pt was a male patient with a history of tia, diabetes and hypertension. The next day, the pt underwent planned coronary artery bypass graft surgery. The post-operative course initially went well and the pt was transferred to a cardiac step-down unit fie days later. He remained on diuretic therapy due to bilateral effusions and eventually required left side thoracentesis for the removal of 700 cc of fluid. One week later, the pt developed mild confusion with right lower extremity weakness. CT scan of the head revealed atrophy and chronic appearing ischemic changes in deep white matter bilaterally. A carotid ultrasound study reported a patent left ica stent without evidence of thrombus, complex plaque in the right carotid bulb and proximal right ica but no significant stenosis identified in the ica and antegrade flow in both vertebral arteries. The discharge summary identified neurological event as a left non-hemorrhagic cerebrovascular accident. Two days later, the pt appeared more alert with movement of all four extremities although some right lower extremity weakness was still noted. The diagnostic reports, neurology consultation and stroke scale scores related to the event have been requested. The next day, the pt developed tachypnea and went into respiratory failure. He was subsequently transferred to the ICU. The pt's condition deteriorated with worsening metabolic acidosis, lactic acidosis and possible ischemic bowel. On a currently unk date, the pt went into cardiopulmonary arrest and was subsequently resuscitated. The post-resuscitation neurological exam identified no cranial nerve activity or movement of extremities. The pt was placed on dnr status per the family's request. Two days later, the pt developed sudden asystole with no pulse, no blood pressure and no respirations and was pronounced dead. The site reported the cause of death as unk. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Stroke is a known potential risk associated with implanting a stent in a carotid artery. The act of post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. There is no evidence to suggest that the event is related to the design or mfg process of the device. Cardiopulmonary arrest after coronary artery bypass graft surgery is a known potential complication of this type of procedure and has not causal relationship to the stent placed in the carotid artery.